Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient and her daughter contacted support regarding an occlusion alert. The patient stated that she had been experiencing this issue for approximately two weeks since her most recent supply delivery. She reported multiple occlusion alerts during this period and indicated that she changed her supplies each time an alert occurred. The agent advised that a replacement box of luer connectors and compatible infusion sets would be sent. Blood glucose was reported to be 104. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.